Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: was there any damage or consequence to the patient due to the problem with the device? - no. Was there a surgical delay due to the problem with the device? -yes, 10-15 min approx. Was there any damage or consequence to the patient due to the surgical delay? -no. Patient demographics. -bms, (B)(6) years old, male. What is the current state of the patient? -discharged by the physician without consequences. Code and lot of staples used. -(B)(4), lot p4rm6z expired 2022-05-31. Will the product be recovered for analysis? -no, it is implanted in the patient.

Event description:
It was reported that the doctor reported that after firing the stapler in the appendix, it did not close in the middle part of the tissue. The doctor closed the tissue with stratafix suture. No patient consequence reported.